Manufacturer narrative:
No further intervention was required and no adverse event was reported.

Event description:
Boston scientific crm received information that this local representative contacted technical services to report that this recently implanted right ventricular (rv) defibrillation lead was exhibiting loss of capture. The patient was again presented back to the electrophysiology (ep) laboratory. The physician felt that the lead position was adequate, however, the lead was exhibiting increased pacing thresholds. The physician elected to remove the rv pace/sense terminal pin from the device and insert the terminal pin of an existing model#1388tc lead that had been surgically capped. The rv pace/sense terminal pin was surgically capped and the shock portion of the rv defibrillation lead remains in-service.